Event description:
The patient was in surgery for repair of a fractured right wrist. During drilling, (with power being used) the end of the drill bit shredded, with all four tip fragments coming off when drilling the right scaphoid in the right wrist. This was seen on fluoroscopic views. The drill was removed and the surgeon had to take down the fracture site reduction in order to remove the small metal pieces. The surgeon changed to a headless system and the patient tolerated the procedure without any problem.